Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted two unopened (with original packaging), lubri-sil bard tray. Visual inspection of the sample noted no hole's rips or tear present on both catheters; however, the first catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. With the syringe attached the balloon passively deflated with no issues. The second the first catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. With the syringe attached the catheter balloon deflated 10ml within 5 minutes, dissected the catheter balloon notch perforated per visual guide. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. Risk and labelling reviews are not required as the reported event is unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction - d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was notified that a faulty foley catheter which was in a patient when the fault occurred. The fault was a hole in the connection between the inlet and the inflating valve. They had to raise an internal risk for this and reached out to inform of this fault and to see if had any other reports of a fault of this nature with this particular catheter. They need to report faulty catheter that have been used on (B)(6) 2025, and it failed to drain as it was leaking. Per follow up information received via ibc on 05aug2025, stated that the patient was not harmed in anyway. Once it was noted that the catheter was faulty and leaking it was removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that it was notified that a faulty foley catheter which was in a patient when the fault occurred. The fault was a hole in the connection between the inlet and the inflating valve. They had to raise an internal risk for this and reached out to inform of this fault and to see if had any other reports of a fault of this nature with this particular catheter. They need to report faulty catheter that have been used on (B)(6) 2025, and it failed to drain as it was leaking.